Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected (B)(4) opened/used sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened/used.

Event description:
It is reported that a customer received a sensor error as well as a lost sensor error on their insulin pump. The patient's blood glucose was at 430 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor seemed to be damaged or bent. The customer was assisted with the correct insertion technique. The customer was sent a new sensor. No further information was provided.